Event description:
The customer reported that when the laser system was powered on and not activated that the fiber connection piece caught fire during a procedure. The procedure was completed with a similar device. There were no reports of harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided .

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon could not be confirmed, as the device was not returned, and a physical evaluation could not be performed. Moreover, packaging device history reviews (DHR(s)) were reviewed and there were no discernible non-conformance reports (ncrs), scrap, or recorded process deviations related to the user request. Per the soltive superpulsed laser fiber instructions for use (IFU): "do not use a defective or damaged laser fiber. The fiber may be damaged if stepped on, pulled, left lying in a vulnerable position, kinked, or tightly coiled. Failure of the structural integrity of the device or the failure of the device may lead to treatment room personnel or patient injury, and/or fire in the treatment room." Olympus will continue to monitor field performance for this device.